Event description:
It was reported that when opening the material for the surgical technician, dirt was observed on the syringe plunger, and a second material was opened. The material involved has been segregated, awaiting further instructions regarding collection or analysis. Additional information received on september 25, 2025 was the product inspected before use? Yes. Did the problem occur before, during, or after contact with the patient? Before equipment used? No. Was the patient harmed? No. Was the material used until the end of the procedure or was it necessary to request a new one to complete it? Yes. How was the procedure completed? It was necessary to open a second material.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
(B)(4) follow up a device history record review was completed by our quality engineer team for provided material number 303553 and lot number 4353207. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.